Event description:
The patient reported that her pump was empty for about two weeks. The physician filled the pump up and set it running at "299-300". The next day, the patient had a seizure. Altogether, it was reported, she had a total of 5 seizures, with two grand mal seizures. It was indicated to the patient and physician that when it was "out" or "low", always start it low at "150". The patient reported her pump contained baclofen in regards to her multiple sclerosis and her "legs". The patient also takes oral baclofen. The pump alarmed on (B)(6) 2012 as it was empty. The pump was refilled on wednesday, (B)(6) 2012. On that thursday or friday, she had a small seizure and woke up on the bathroom floor. On (B)(6) 2012, she had a grand mal seizure and woke up on the garage floor. The patient was unsure how she got down there without falling. The patient indicated, she had woken up about an hour or two later and realized she had urinated; it then dawned on her that she experienced a small seizure. They were not able to wake her up, so an ambulance was called and she was sent to the hospital. While the patient was on the stretcher she had another seizure before they left her home to go to the hospital. The patient did not remember the ride to the hospital or a "speaking test". A pump alarm occurred again in (B)(6) 2012. The patient's pump was later refilled again in (B)(6). The patient indicated that she currently could 'barely walk". The next pump refill was scheduled to occur in (B)(6) 2012. The pump was delivering baclofen.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: regarding previously reported empty pump and seizures, it was noted that the patient had lost her insurance and would not go have refill due to expense. It was also noted that the seizures were not due to the pump, the patient has history of seizures and had stopped meds. The patient had been taking oral baclofen as well as intrathecal. The healthcare provider "seriously doubt" the seizures were drug induced. The patient was placed on keppra, which by the time of this report it was noted she had "already" stopped. The patient had a grand mal seizure, outcome noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).